Event description:
I use a dexcom g7 continuous glucose sensor. I started a new sensor and waited an hour after warmup to compare with my meter and it was very close 101 to 109. Before lunch my meter was reading 105 but my blood glucose levels fell low. I used the meter and it confirmed my low blood glucose at 68. I called dexcom and they stated that this is nothing to worry about on the first day of use. I use a beta bionic insulin pump that uses an algorithm based on the continuous glucose monitoring (cgm) readings to give me insulin. Low blood glucose can kill.